Event description:
Following insertion on 10/27/98, compression hip screw was revised to total hip arthroplasty on 03/08/99, due to a failed intertrochanteric fracture and the collapse of the plate component.